Manufacturer narrative:
Device analysis report attached. Per the clinic, the device was explanted on march 23, 2023 and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on may 05, 2023.

Event description:
Per the clinic, the patient experienced zigzag impedances and decreased speech understanding. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on february 27, 2023